Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor gel device. (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with unknown mentor gel breast implants which the patient reported copd, connective tissue disorder, sjogren¿s hashimotos, osteoarthritis, chronic fatigue, depression, anxiety, insomnia, mind fog, after the implantation. As a result, patient had the device explanted on (B)(6) 2017. This report is for the left implant.